Event description:
Per reporter, during a medical procedure a 1 liter bag of lactated ringers solution was placed into a sims level 1 h-2 (500 ml capacity) pressure infusion chamber. When the chamber was inflated, the door reportedly fractured, sending one piece through the air and striking a doctor on his temple. The dr did not require any stitches, just a precautionary tetanus shot.